Event description:
Boston scientific crm received info that approximately three months following implant with this pacemaker system, this right ventricular (rv) lead displayed intermittent capture at elevated high threshold measurements. The lead was surgically abandoned, and a new rv lead was successfully implanted. To date, no adverse pt effects were reported.